Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078235/7080000.

Event description:
It was reported that the patient developed infection at the pocket site. It was noted that the patient had a wound vac and the site looked a little better with a little exudate. The site was still open with a very little granulation. Infection was not device related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.